Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer changed out the infusion set multiple times, and performed a system check and insulin was seen exiting the tubing. Reportedly, the pump was exposed to a temperature change prior to the occlusion occurring. Customer's blood glucose level was 240 mg/dl.